Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced a pen needle that would not detach. The following information was provided by the initial reporter: needles bend and are difficult to remove.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced a pen needle that would not detach. The following information was provided by the initial reporter: needles bend and are difficult to remove.